Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Event description:
Patient was revised to address acetabular cup loosening and osteolysis.

Manufacturer narrative:
**Update** (B)(4) 2012 medical records indicated that the patient has had several falls due to instability with recurrent dislocations. Records also noted that the superior lateral edge of the acetabular rim was fractured, having two small metallic fragments. The cup also had a vertical appearance and metallosis was noted. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).